Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized following a syncopial episode. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd)rn] confirmed the patient was hospitalized on (B)(6) 2023. The patient reportedly ended his ccpd treatment early to accommodate a morning vascular surgery appointment. During transit the patient experienced a syncopial episode and was taken to the emergency room. After being evaluated the patient was admitted. As of (B)(6) 2023 the patient remains hospitalized and has transitioned to hemodialysis (hd) due to the hospitals¿ inability to provide pd services. Little is known regarding the patient¿s hospital course and current disposition. According to the pdrn, the patient¿s syncope was likely caused by volume depletion (dehydration) accompanied by severe hypotension, however nurse was unable to rule out sepsis, septic shock, lactic acidosis, or hyperkalemia. Despite the unknown causality, the pdrn stated the serious adverse events were unrelated to any device(s) and/or product(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists (<4 hours from termination of treatment) between ccpd therapy utilizing a liberty select cycler and the serious adverse event of syncope, allegedly due to dehydration or sepsis/septic shock. However, the definitive etiology cannot be established; therefore, causality cannot be firmly established. Despite this lack of information, the pdrn reported the serious adverse events were unrelated to a fresenius device(s) and/or product(s). Esrd patients are at a higher risk for acquiring infections (including sepsis) than the general population due to age, comorbidities, and a weakened immune system. Additionally, hypotension in pd is a common problem, and hypovolemia is most often (approximately 39.0%) the cause. Based on the information available, the patient¿s liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was hospitalized following a syncopial episode. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd) rn] confirmed the patient was hospitalized on (B)(6) 2023. The patient reportedly ended his ccpd treatment early to accommodate a morning vascular surgery appointment. During transit the patient experienced a syncopial episode and was taken to the emergency room. After being evaluated the patient was admitted. As of on (B)(6) 2023 the patient remains hospitalized and has transitioned to hemodialysis (hd) due to the hospitals¿ inability to provide pd services. Little is known regarding the patient¿s hospital course and current disposition. According to the pdrn, the patient¿s syncope was likely caused by volume depletion (dehydration) accompanied by severe hypotension, however nurse was unable to rule out sepsis, septic shock, lactic acidosis, or hyperkalemia. Despite the unknown causality, the pdrn stated the serious adverse events were unrelated to any device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior no showed signs of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were no visual discrepancies encountered during the internal inspection.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized following a syncopial episode. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd)rn] confirmed the patient was hospitalized on (B)(6) 2023. The patient reportedly ended his ccpd treatment early to accommodate a morning vascular surgery appointment. During transit the patient experienced a syncopial episode and was taken to the emergency room. After being evaluated the patient was admitted. As of (B)(6) 2023 the patient remains hospitalized and has transitioned to hemodialysis (hd) due to the hospitals¿ inability to provide pd services. Little is known regarding the patient¿s hospital course and current disposition. According to the pdrn, the patient¿s syncope was likely caused by volume depletion (dehydration) accompanied by severe hypotension, however nurse was unable to rule out sepsis, septic shock, lactic acidosis, or hyperkalemia. Despite the unknown causality, the pdrn stated the serious adverse events were unrelated to any device(s) and/or product(s).